Event description:
Instrument reference: ell-in 02 01-n pedicle probe. Send to spineart the device concerned, otherwise note the batch and reference number. Once we receive it in (B)(4), we will send it to (B)(4). Response: device cannot be provided at this time. (B)(6) will not release the instrument or provide add'l info without the FDA number. Provide an accurate description of the incident. Response: tip broke off in the pelvis and was not retrievable. Provide images pre-op, intra-op, immediate post-op. Response: no images available. Provide operative images to examine the device (I. E., breakage, migration, subsidence). Response: operative images not available. Provide pt info: pt data, age, weight, physical activity, smoker. Response: all we have are pt's initials: (B)(6). Case number (B)(4). Pt's demographics not available. Name and address of the hospital/center where the incident occurred. Response: (B)(6) medical center. Name of the surgeon. Response: (B)(6), md.